Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. A visual examination identified the spring tip of the guide wire is unraveled and the core wire is broken. Outer diameter measurements of the proximal, mid, and distal sections found the device met specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on product analysis completed on 19-jul-2016. The target lesion was located in the totally occluded, heavily calcified right superficial femoral artery (sfa). A platinum plus guide wire was used for a recanalization procedure. During withdrawal of the wire it was noticed that the tip of the guide wire became unraveled. The wire was removed intact. There were no reported patient complications and the patient condition was reported as stable. However, returned product analysis revealed that the core wire was broken.